Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6118426 and found no additional product in stock. Investigation methods/results the device was returned but not in the original package. The implant was verified to be a hahn tapered implant ø5.0 x 8 mm (70-1154-imp0014) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description a root cause could not be explicitly determined. A potential root cause for the fit issue may be due to an over prepared osteotomy which would cause the implant to not fit properly. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the site preparation section: "if placing a hahn tapered implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A patient came in on (B)(6) 2025 for a primary procedure on tooth # 14. During implant placement, the provider determined that the implant did not fit correctly. The implant was removed and not replaced. No permanent injury was reported.